Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. The reported difficult imaging and improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa, difficult imaging, and observed torn clip cover were unable to be determined. The reported improper or incorrect procedure or method was due to the user curving the device more than 90 degrees. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet on the medial side for a mitraclip procedure. During the procedure, first locked check was failed and clip opened to more than 20 degrees. Clip was closed again, still clip opened to more than 20 degrees. It was decided to unlock and open the clip and close it again, but clip was opened too much and lost the leaflet grasp. Again, leaflet was grasped, lock was checked and clip opened to 45 degrees. Clip was unlocked, opened to 70 degrees, locked it and closed the clip. Lock check was failed again, and clip was opened to greater than 45 degrees. Physician decided to remove the clip from the patient and discontinue the procedure. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.